Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant downstream occlusion alarm caused by high downstream sensor current readings. The device was reworked and calibrated to correct this condition.

Event description:
It was reported that a spectrum infusion pump had constant downstream occlusion alarms during setup in the ICU. It was also reported that there was no patient injury.